Event description:
It was reported that following a pump replacement, the patient experienced an overdose with vomiting and a resulting coma. The patient was admitted to the hospital, with the status of "unknown." No further details, patient's symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).